Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and the test failed. The reported event of transmitter failed error was not confirmed. However, the transmitter was determined to be defective.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the patient experienced a transmitter failed error. No additional patient or event information is available. The device has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the test failed, the transmitter has no voltage. The root cause could not be determined.